Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (tb-0535fcs) and (B)(6) (sb-0535fc). This medwatch is for the patient identifier (B)(6). Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device is returned, and an evaluation completed for it. The user¿s complaint of worn tissue pad was confirmed. Upon inspection and testing, it was observed that the tissue pad was worn and partially peeled off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Distributor returned this for evaluation of an issue of worn tissue pad towards the end of a therapeutic hiatal hernia procedure. Upon evaluation of this device, it was observed that the tissue pad of the device was worn and partially peeled off. This medwatch is being submitted for the partial peeling of the tissue pad as observed in the device evaluation. Another device had been used prior to this device to start the procedure. The first device had failed with the tissue pad coming off. The procedure was completed with a new device of the same model number as this device without any delay. The patient did not need additional anesthesia. There is no harm or adverse impact to the patient. Total operating time of the procedure is between two to five hours. The intelligent tissue monitoring (itm) setting was on during the procedure. Functional mode was (level 1), maximum mode (level 3). The device was inspected prior to use with no anomaly noted. The connections to the generator were checked. The transducer cords and other medical device cords were not bundled together. This is the first time that failures of both devices occurred with this user.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following scenario likely caused the event: it is speculated that the tissue pad was worn, partly peeled off and torn, due to the ultrasound being output with the grasping part closed (including after the tissue was cut) without grasping the tissue. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿. ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿. Olympus will continue to monitor the performance of this device.